Event description:
It was reported that the device would not power on. There were no reports of any pt involvement.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The flex assembly connecting the system/memory pcb assembly and the user interface pcb assembly was replaced. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the returned flex assembly. The root cause was found to be that land b15 was intermittently measuring a high resistance. This failure was affecting the on/off functionality.